Event description:
During a pci procedure, the balloon of the maverick2 monorail ptca catheter balloon ruptured at 5 atms. The number of inflations and to what atms is unk. The lesion being treated was a 90% stenotic lesion in left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.